Manufacturer narrative:
The cause of the reported issue was due to the infusion set. Tandem does not manufacture infusion sets. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the infusion set site accidentally fell out. The customer's blood glucose (bg) level was 377 mg/dl. The bg level was addressed with a bolus via the pump. Tandem's technical support was unable to obtain the infusion set information as the customer was unsure of the manufacturer.